Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the balloon, lock collar, obturator, valve seal and doors appeared intact. The inflation syringe was received. The insufflation valve was broken. The balloon could not be inflated due to the broken insufflation valve. The valve seal and doors operated properly. The lock collar was able to move and lock in position. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the insufflation valve may occur when excessive force is applied during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the balloon did not inflate. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the balloon did not work. There was no patient injury.